Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insufficient contact marks on the contact surface of the setscrews. This indicates that there was insufficient contact between setscrews and the leads.

Event description:
It was reported that post implant, the pulse generator exhibited both lead impedances as greater than 2500 ohms. The device also displayed that there was no intrinsic signal to measure, even though it could be seen on the electrogram. Pacing spikes were seen but there was no cardiac depolarization. The physician elected to reopen the pocket and implant a different pulse generator.